Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was verified and it was found that the main switch was broken and a old version. Additionally, the lamp was found to be out of specification. The main switch and lamp were replaced and the device passed all functional testing. The unit was serviced and returned to the user facility.

Event description:
The user facility reported that when attempting to hit the switch during set up and testing, the device did not switch back and the light did not go on. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The result of the DHR review showed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable causes for the reported event are as follows: ¿: from the date of manufacture (june 3, 2013), it is assumed that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times that the power switch was exceeded the assumed value because the product was a product prior to countermeasures due to a change in the power switch design. : it is speculated that the event occurred because the user did not notice in the description of IFU and it was used beyond lamp time of use. The power switch does not return to its original position. It was confirmed that the design was changed as a resistance improvement of the power switch damage. Countermeasures products have been shipped since december 11, 2013.